Event description:
The customer was hospitalized for low bgs. The customer had high bgs prior to the admission. It was indicated that pt looked at the pump and noticed that the reservoir was not placed correctly in the pump. The customer placed back the reservoir in the pump without disconnecting from the pump and also have a bolus. It was informed that the programming on the pump is correct.